Event description:
One of the micro surgical blades became 75% detached from the balloon during the procedure. The procedure was completed with another of the same device. There were no pt complications.